Manufacturer narrative:
(B)(4).

Event description:
Information was from a healthcare provider (hcp) regarding a patient receiving lioresal 500 mcg/ml (dose 115.99 mcg/day) from (B)(6) 2015 to ongoing. Other medications the patient was taking at the time of the event included oral baclofen, gabapentin, phenobarbital, and glycopyrrolate. The pump's indication for use was listed as intractable spasticity. The patient's medical history was not reported. The patient had cellulitis around the pump site, which was treated with keflex and resolved. The patient had an appointment on (B)(6) 2016 for further adjustments of itb. If additional information is received, a follow-up report will be sent.